Event description:
A physician reported a pt who was skin tested on 11 april 1997 with a negative result. She rec'd her first treatment on 10 september 1997 in the glabella. She returned to the physician's office on 26 december 1997 for an unrelated procedure and was questioned about redness and swelling that was noticed at the glabellar treatment sites. She told the physician the symptoms were present since 10 september 1997. The physician believed the pt had developed a hypersensitivity to collagen. The pt was instructed to apply ice and hydrocortisone topically and to take oral benadryl at night.